Manufacturer narrative:
The ventilator was evaluated by the manufacturer. The connector pins for the device's ac inlet were sheared and lodged in the adjoining power cord. One of the sheared connector pins was protruding from the power cord and could potentially be contacted by the intended user or caregiver. The ac connector pins appeared to have been stressed beyond their intended design. A review of the device's original pre-market risk analysis was conducted and it was determined that the risk of pt harm caused by an electrical shock is not increased due to the device's ac input connector pin(s) protruding from the adjoining power cord. For a pt or caregiver to sustain an electrical shock, a chain of events must occur: the power cord must be removed from the device prior to unplugging the power cord from the wall outlet. One or both of the pins from device's ac inlet must shear and remain in the ac power cord while it remains plugged into a wall outlet. One or both of the sheared ac inlet connector pins must be protruding from the ac power cord. The pt/caregiver must be grounded. The grounded pt/caregiver must contact one or both protruding ac inlet connector pins. Sufficient current must be passing through the sheared ac connector pin(s) to deliver an electrical shock. Product labeling instructs users to "periodically inspect electrical cords, cables, and the detachable battery pack for damage or signs of wear. Discontinue use and replace if damaged." To date there have been no reports of serious injury or death related to this type of failure mode. The allegation of electrical shock appears to be an isolated incident.

Event description:
The MFR received info alleging a customer received an electrical shock while removing the power cord from a ventilator. There was no report of serious harm or injury.